Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The daughter of the enduser alleges the chair was delivered to the home and the bar where you attach the anti tip wheels was bent out of box, sothe anti-tip wheels will not attach. The end user lost her right foot to cancer and needs the anti-tip for stability.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the rear frame tubing, where the anti-tipper would be inserted, was out of round on the left side. The tubing was crimped in such a way that the bottom portion of the tubing was flattened, not allowing the anti-tipper to be attached, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The daughter of the enduser alleges the chair was delivered to the home and the bar where you attach the anti tip wheels was bent out of box, so the anti-tip wheels will not attach. The end user lost her right foot to cancer and needs the anti-tip for stability.